Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with orange juice and peanut butter. The customer was assisted with uploading their insulin pump to carelink to view their blood glucose history. The customer did not return the product back for analysis